Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 389133, lot # j0455285v, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type lead; product ID 3550-09, lot # lc1420, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type accessory; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type extension; product ID 37711, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID fa37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient had a possible infection. This infection was related to the implantable neurostimulator (ins). This occurred several years ago, but an exact date was not provided. The patient was given antibiotics and the stimulator was later replaced in the flank once recovered. Per manufacturing records, the patient had multiple ins devices and it was unknown which device contributed to this event. No patient outcome was provided. If additional information is received, a supplemental report will be sent. Refer to manufacturing report #3007566237-2015-00569.